Manufacturer narrative:
E1: event site name - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by a getinge field service engineer that during a repair order for the cardiosave intra-aortic balloon pump (iabp), fault # 118 was discovered, separate from the issue which was originally reported. There was no patient involvement and no harm was reported. The fse replaced the power management board and solenoid driver board. Product passed all functional and safety tests per manufacturer specifications.